Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing sensor glucose versus blood glucose issues that was proceeded with calibration not accepted. He had a blood glucose of 40 mg/dl and stated that he treated with 3 glucose tablets and by eating a piece of toast. He declined troubleshooting for the low blood glucose. The sensor is returning for analysis. The insulin pump will not be returning for analysis.